Manufacturer narrative:
Allergan has determined that this record is a duplicate record. Please see (B)(4) as the operating record related to this complaint. The device associated with (B)(4) is not PMA approved and therefore is not reportable.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see (B)(4) as the operating record related to this complaint.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed via ultrasound. Device remains implanted. This record relates to the right side.